Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for white foreign material could not be identified and is not able to be determined at this time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in air/water tube, air/water cylinder and auxiliary jet tube. There was no patient involvement.